Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, so no adverse impact on the customer¿s blood glucose level was noted. As a resolution, the customer was advised to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump. Technical support arranged for a replacement pump with updated software to be sent to the customer, provided instructions for storing the current pump, and made training available. The customer understood and agreed to return the malfunctioning pump.